Event description:
It was reported that a diagnostic procedure was performed on (B)(6) 2012 and an interventional procedure on (B)(6) 2012, was aborted due to a too long guiding catheter. It was reported that during a procedure on (B)(6) 2012, of a known bypass-supported coronary heart disease subject with detected stenosis in the right coronary artery (rca) through a lima t-graft of the rca, pre-dilatation with two different non-abbott balloon catheters was attempted but neither could cross the lesion. Several different unspecified guide wires including a whisper guide wire were attempted with the balloons without success; it was suspected that the failed attempts were related to lack of guide catheter support. During removal of the 1.25 x 15 mm non-abbott balloon catheter and a balance middleweight (bmw) guide wire, unspecified resistance was met; the balloon catheter and the bmw guide wire separated and remained in the bypass vessel. It was noted that a traumatic occlusion of the proximal lima with immediate hemodynamic instability and reanimation, in addition to a ventricular fibrillation occurred. After defibrillation and nitro-application the lima bypass was opened and the patient stabilized hemodynamically.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Imaging showed that part of the guide wire and the balloon remained in the bypass, as well as a proximal dissection of the lima at the height of the end of the wire, which means at the point of the assumed separation. It was noted by the physicians that he felt that the bmw guide wire ability to maneuver had changed. Reportedly, the guide wire could no longer be controlled without a torque device and the tip of the guide wire could not be easily controlled when attempting to change direction, shape, or angle. After physician consultation, surgical removal of the remaining fragment was decided as there was suspected risk of a thromboembolism, as well as stenting of the lima dissection. A drug eluting stent was implanted in the proximal lima with a good result and an operation on the following day was planned. At that time the subject was given full heparinization with a target partial thromboplastin for 60-80 seconds and continuation of the dual platelet therapy. The patient was transferred to surgery on the next day. The wire and the balloon were removed surgically, but due to the overall bad health status of the patient, he expired shortly after the procedure was finished. The physician stated that he does not think that there is a casual connection between the death of the patient and the wire separation. The procedure had been very difficult due to the 45 degree sharp angle of the bypass and the already difficult health status of the patient. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.